Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. The patient reported that her left breast prosthesis is leaking. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 30-nov-2021, mentor received additional information about the event: the patient underwent a primary breast augmentation procedure with the suspect medical device. The patient¿s race is white and ethnicity is not hispanic/latino. The patient reported that she fell on her breasts and that it caused her a lot of pain. Additionally, she reported that she believes both of her breasts prostheses have deflated. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4).